Manufacturer narrative:
Based on the claim against the product by the customer noting engagement failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was confirmed. The instrument was found to have broken blade. The blade broke at roughly 0.196¿ from the base and was not returned.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, an error message of blade engagement failure populated, and the harmonic ace instrument stopped working. The customer removed and re-assembled the instrument, but the same issue persisted. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury using a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The customer confirmed that no fragment fell inside of the patient. No known impact or patient consequence reported.